Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the following: in the immediate weeks that followed his (B)(6) 2007 surgery, patients right hip began to feel better and his range of motion began to slowly increase. (B)(6) 2008, however, the pain in patient's surgically replaced right hip began to return. Within months, patient was experiencing severe and sometimes debilitating pain in his right hip, thigh, and groin. Patient continued to meet with physicians over the next couple years to try and determine the source of pain in his right hip. The source of the pain could not be identified. In 2009, patient suffered a heart attack. Patient is informed and believes, and thereupon alleges, that the high metal ion level in patients blood was a substantial factor in causing his heart attack, as he had no prior history of heart disease and was only (B)(6) at the time. Patient continues to suffer severe pain, including pain in the groin, thigh, and hip of his right leg; suffers from constant swelling in and around his right hip; walks with a noticeable gait; has greatly reduced mobility in his hip; is unable to stand straight; finds it exceedingly painful to stand other than for short periods time; has difficulty climbing stairs; frequently cannot sleep through the night because of pain; and constantly feels a grind and popping sensation in his hip, which is accompanied by pain, while walking. Given the pain in his hip, patient believes that some or all of the tissue surrounding his asr hip implant may be destroyed or severly damaged. Update: (B)(4) 2012 - the medical device declaration has been received indicating that patient has been revised. Reason for revision is not known at this time. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the following: in the immediate weeks that followed his (B)(6) 2007 surgery, patient's right hip began to feel better and his range of motion began to slowly increase. Over the next few months of 2008, however, the pain in patient's surgically replaced right hip began to return. Within months, patient was experiencing severe and sometimes debilitating pain in his right hip, thigh, and groin. Patient continued to meet with physicians over the next couple of years to try and determine the source of pain in his right hip. The source of the pain could not be identified. In 2009, patient suffered a heart attack. Patient is informed and believes, and thereupon alleges, that the high metal ion level in the patient's blood was a substantial factor in causing his heart attack, as he had no prior history of heart disease and was only (B)(6) years old at the time. Patient continues to suffer severe pain, including pain in the groin, thigh, and hip of his right leg; suffers from constant swelling in and around his right hip; walks with a noticeable gait; has greatly reduced mobility in his hip; is unable to stand straight, finds it exceedingly painful to stand other than for short periods of time; has difficultly climbing stairs; frequently cannot sleep through the night because of pain; and constantly feels a grind and popping sensation in his hip, which is accompanied by pain, while walking. Given the pain in his hip, patient believes that some or all of the tissue surrounding his asr hip implant may be destroyed or severely damaged.